Event description:
It was reported that a customer experienced scan errors while attempting to scan a freestyle libre 3 plus continuous glucose monitor (cgm) sensor, consistent with intermittent communication failure and associated with device components related to electrical, magnetic, and antenna functions. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the system and the sensor, consistent with intermittent communication failure and involvement of electrical/magnetic components including the antenna; after app reinstallation and reattempted scans, activation succeeded with a normal warmup message. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.